Event description:
Customer reported the sys displayed an overload fault. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the sys and could not reproduce the reported problem. Cleaned and regreased the high voltage connectors, tested sys again, no problem found. Sys operates as intended.